Event description:
Reporter states customer's voicemate system spoke a result of 133, while the advantage meter screen displayed result of 1.5. Reporter did not know what unit of measure displayed with value of 1.5. No action taken based on device result. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.